Manufacturer narrative:
Product ID 3889-28, lot# va0njxz, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0njxz, implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the there was no alleged malfunction against the device. Patient soaked in warm bath 11 days after implant; the incision opened and the battery and lead were contaminated. The battery and lead was explanted. It was noted that the patient was alive with no injury. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information regarding this event was reported. Patient reported a week after the implant everything opened up and patient was bleeding in the back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the patient had no information of the current device was discussed about this issues because the doctor that implanted the device has passed. The patient stated that they were not interested in this device because they have had issues since day five. The patient weight was noted as (B)(6) pounds.